Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine") and nausea ("nausea"), underwent endometrial ablation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the endometrial ablation, headache, fatigue, weight increased, migraine and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometrial ablation, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for: chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), headaches, fatigue, weight gain, migraine and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Date of implant was updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), headaches, fatigue, weight gain, migraine, nausea and ablation. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('ablation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2018, the patient experienced fatigue ("fatigue"), migraine ("migraine, migraine/headaches") and amnesia ("loss of memory"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), headache ("headaches"), nausea ("nausea"), hot flush ("hot flashes"), pyrexia ("low grade temps"), feeling abnormal ("brain fog cleard") and plantar fasciitis ("plantar fasciitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved, the endometrial ablation, headache, fatigue, weight increased, migraine, nausea, amnesia, hot flush and pyrexia outcome was unknown and the feeling abnormal and plantar fasciitis was resolving. The reporter considered abdominal pain, amnesia, dysmenorrhoea, endometrial ablation, fatigue, feeling abnormal, headache, hot flush, migraine, nausea, pelvic pain, plantar fasciitis, pyrexia and weight increased to be related to essure. The reporter commented: patient received treatment for: chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), headaches, fatigue, weight gain, migraine and nausea. Current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received: new events loss of memory, hot flashes, low grade temps, brain fog cleard and plantar fasciitis was added. Concomitant drug and reporter added. Lab data updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and endometrial ablation ('ablation') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), 6 days after insertion of essure. On (B)(6) 2018, the patient experienced fatigue ("fatigue"), migraine ("migraine, migraine/headaches") and amnesia ("loss of memory"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), headache ("headaches"), nausea ("nausea"), hot flush ("hot flashes"), pyrexia ("low grade temps"), feeling abnormal ("brain fog cleard"), plantar fasciitis ("plantar fasciitis"), thyroid pain ("sharp pain near thyroid area") and urinary incontinence ("leaky bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved, the endometrial ablation, headache, fatigue, weight increased, migraine, nausea, amnesia, hot flush, pyrexia and thyroid pain outcome was unknown and the feeling abnormal, plantar fasciitis and urinary incontinence was resolving. The reporter considered abdominal pain, amnesia, dysmenorrhoea, endometrial ablation, fatigue, feeling abnormal, headache, hot flush, migraine, nausea, pelvic pain, plantar fasciitis, pyrexia, thyroid pain, urinary incontinence and weight increased to be related to essure. The reporter commented: patient received treatment for: chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), headaches, fatigue, weight gain, migraine and nausea. Current weight 235 lbs. Assumed that pain is due to going back to normal activity and may be bit much, it is 3 weeks post operation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: follow-up 5 and 6 processed together. Social media received: new event thyroid pain added. New reporters added. On 23-mar-2020: follow-up 5 and 6 processed together. New event leaky bladder was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.